Manufacturer narrative:
The catheter had no noted occlusions or tears. All of the slit holes were clean, and there was no difficulty passing water through the catheter. Although proteinaceous debris was noted, the device passed the patency check. The instruction for use that accompanies the device caution that the system may become internally occluded due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.

Event description:
During the operation, the doctor found a leakage of the occluder.